Event description:
It was reported that the right ventricular (rv) lead exhibited a high out-of-range pacing impedance measurement greater than 3,000 ohms and a high out-of-range shock impedance measurement greater than 200 ohms. The patient received an inappropriate shock and six inappropriate bursts of anti-tachycardia pacing (atp) due to oversensing of noise. The physician suspects a lead anomaly. It was also noted this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode due to oversensing of noise, resulting in the minute ventilation (mv) feature being automatically disabled. The physician elected to turn therapy off, and the patient is being screened for a device replacement. At this time the ICD system remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high out-of-range pacing impedance measurement greater than 3,000 ohms and a high out-of-range shock impedance measurement greater than 200 ohms. The patient received an inappropriate shock and six inappropriate bursts of anti-tachycardia pacing (atp) due to oversensing of noise. The physician suspects a lead anomaly. It was also noted this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode due to oversensing of noise, resulting in the minute ventilation (mv) feature being automatically disabled. The physician elected to turn therapy off, and the patient is being screened for a device replacement. At this time the ICD system remains implanted. No additional adverse patient effects were reported. Additional information received advised this ICD and the rv lead was explanted and replaced successfully. Outside of surgical intervention, no adverse patient effects were reported.